Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the physician found the proximal end of the lantern delivery microcatheter (lantern) to be kinked and was unable insert a non-penumbra guidewire into the microcatheter on the back table prior to inserting into patient. It was reported that the kink may have occurred upon removal from packaging hoop. The procedure was completed using a new lantern.